Event description:
After approx 8 years of implant (exact date of implant unknown), this valve was explanted due to thrombus entrapping one leaflet and impeding the other. According to the op report, there was no thrombus present in the atrium, the left atrial appendage, or any other area of the heart. A 29 mm carpentier-edwards bioprosthesis was then implanted. In august, the pt's cardiac index dropped and tee revealed one of the porcine valve struts obstructed the lv outflow tract and the other side was in contact with the ventricular septum. The porcine valve was emergently explanted, the atrial appendage was oversewn, and sjm 27m-101, was then implanted.